Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) froze. The cns time was a few minutes behind and was not changing during the call. Nk tech support asked the customer to power down the device and check the back fan. The customer observed dust covering the ventilation fan on the backside of the device. Once the dust and debris were cleaned out, the device was manually booted and resumed normal functionality. The device was not sent to nka for evaluation. Service requested / performed: troubleshooting. Investigation summary: it is not known if the customer follows the manufacturer recommended maintenance schedule. From the operator's manual. Daily and regular inspection should be performed to ensure the device is clean and free of dirt, rust, or damage. The risk level was determined to be medium. Based on the service history and trending data from the risk assessment, this does not represent a trend. The root cause is attributable to dirt collecting on the device as observed by customer. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided. Additional model information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni. Attempt # 1: 09/30/2020 emailed the customer for device / patient information: the customer responded saying they were unable to provide any additional information.

Event description:
The nurse reported that the central nurse's station (cns) was frozen. Nihon kohden technical support (tech support) had them locate the cns pc tower and perform a hard shutdown since it was frozen. Once it was shut off, tech support had them look at the back side of the pc tower where the vent fans were located, and they noted that there was dust on the fan. Tech support had them clean out as much debris as they could with a dry paper towel, and then had them reboot the cns. Upon boot up, patient monitoring resumed. All the patients monitored on this cns were bedside monitors (bsm). Tech support recommended that the nurse inform their biomedical engineer (biomed) of the cns freezing. The biomed will want to clean out the dust and the debris from inside the cns tower as well as the rear and front vents. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was frozen. Nihon kohden technical support (tech support) had them locate the cns pc tower and perform a hard shutdown since it was frozen. Once it was shut off, tech support had them look at the back side of the pc tower where the vent fans were located, and they noted that there was dust on the fan. Tech support had them clean out as much debris as they could with a dry paper towel, and then had them reboot the cns. Upon boot up, patient monitoring resumed. All the patients monitored on this cns were bedside monitors (bsm). Tech support recommended that the nurse inform their biomedical engineer (biomed) of the cns freezing. The biomed will want to clean out the dust and the debris from inside the cns tower as well as the rear and front vents. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the bedside monitors were being used in conjunction with the cns, but model and serial number information was not provided.

Event description:
The nurse reported that the central nurse's station (cns) was frozen. Nihon kohden technical support (tech support) had them locate the cns pc tower and perform a hard shutdown since it was frozen. Once it was shut off, tech support had them look at the back side of the pc tower where the vent fans were located, and they noted that there was dust on the fan. Tech support had them clean out as much debris as they could with a dry paper towel, and then had them reboot the cns. Upon boot up, patient monitoring resumed. All the patients monitored on this cns were bedside monitors (bsm). Tech support recommended that the nurse inform their biomedical engineer (biomed) of the cns freezing. The biomed will want to clean out the dust and the debris from inside the cns tower as well as the rear and front vents. No patient harm was reported.